Event description:
Information was received on 05-jun-2022 from a healthcare provider (hcp) regarding a patient receiving bupivacaine, clonidine, and hydromorphone via an implanted pump. The indication for pump use was spinal pain. The hcp reported that the patient called reporting that the pump was making a ¿tick, tick¿ sound every 5-10 seconds. Per the reporter, the patient woke up today with his ¿stomach in knots¿ and his gi (gastrointestinal) system was upset, and he was ¿in the bathroom all day¿. Then a few hours ago, he started hearing the ticking noise from the pump. The reporter was not with the patient at the time of the call. The hcp was planning to see the patient tomorrow. Additional information was received on 24-jun-2022 from an hcp and the patient via a company representative. At that time, it was reported that the patient denied symptoms related to the ticking. They thought the patient had a 1 day stomach bug which resolved the next day. The actions taken regarding the issue were interrogating the pump, reading the logs, and checking the volumes. The hcp found no alerts or alarms on interrogation. There was no infusion system related issue identified. The patient was still hearing a ticking sound coming from the pump. There were no external factors that led to the event. If the ticking so und continued, the hcp would do a rotor study, but no actions were taken currently. It was unknown if the event was resolved at the time of the report. Additional information was received on 21-dec-2022, from the patient who reported that about 7 months ago he heard the pump alarming and a ticking and hum coming from the pump. He stated that he was only getting half the medication, and he had asked his hcp to raise the medication amount so he would get more but the hcp denied him stating, "it¿s not reliable enough". Per the patient, the hcp had checked out the pump and said there were no problems. He stated that he had a home infusion nurse that filled his pump and last time the pump was supposed to have 2 ml left but the nurse removed 6.2 ml. During the call, the agent played both alarm sounds for the patient, and he said the sound he heard sounded like the critical alarm. He stated that he heard it for about 2 weeks straight about 7 months ago but heard it again temporarily about 2 weeks ago. He stated his hcp said there were no alerts when they checked the pump during the 7 months ago occurrence. During the call the patient used his ptm (personal therapy manager) handset and there were no active alerts. The patient expressed having a difficult time communicating with his hcp. He stated that he was seeing a new pain doctor on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported regarding if there was an infusion system related issue, it was ¿in process¿. The hcp would order an image and consider replacement. The hcp was unsure if a pump alarm occurred and actions/interventions included follow-up and would "check out".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.